Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. It was reported that the stimulation kept shutting off inadvertently. Patient stated that they would check the controller and it would say that stimulation was off. Patient confirmed that they were not accidentally turning stimulation off. Patient said that there was no set pattern as to when the stimulation would turn off. Patient mentioned that they had to recharge the implant twice a day and that sometimes they would sit and feel the stimulation and go over to turn the stimulation on, but the controller would say stimulation is off. Patient denied any recent falls/injuries. Patient spoke to a manufacturer representative (rep) and they suggested to call the manufacturer to get a new battery pack for the controller. When asked for the event date, patient stated that it had probably been six months, but they never noticed it as an ongoing thing and that they thought it was a flute kind of thing, but it had been getting worse lately. Agent reviewed that this sounded like a therapy issue, to follow up with their healthcare provider, and that replacing the controller and/or battery pack was unlikely to help. Patient was hoping to still get a battery pack. Agent reviewed shipping controller information. Due to nature of call, a request was sent to the repair department to replace the battery pack. The patient was redirected back to their healthcare provider to further address the issue regardless. Patient mentioned related historical information. Patient mentioned that they had the implant reprogrammed three times already, and that the last time was probably about a month ago. Patient noted that they met with their representative at the healthcare provider's office two times at least to reprogram the implant. Patient noted they had an MRI and x-rays to look over the implanted components and the doctor said that everything looked fine on the inside. Additional information was received from a manufacturer representative (rep). It was reported that the cause was not determined. Reprogramming is set for on (B)(6) 2025. Issue not yet resolved. This information was confirmed with a physician/account.